Event description:
It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. This resulted in pacing inhibition in both chambers. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.